Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No cosmetic damage was noted.

Event description:
It was reported that the customer's previous insulin pump had stopped functioning from a button error alarm and was replaced. But, the customer stated that they wanted to change the color of their current insulin pump. The customer's blood glucose was unknown. Nothing further was reported.